Manufacturer narrative:
H10: the removed bezel assembly was returned to the philips product investigation laboratory (pil) for analysis. The pil technician visually examined the bezel assembly and reported there was no evidence of physical damage. The bezel assembly was installed into the pil test unit, and the issue could not be confirmed. The pil found nav-ring correctly adjusted readings up and down. Power, battery, and alarm light-emitting diode (led)¿s function as designed. The accept button functions as designed. The power will shut down using the power button and touch screen; also using power button and accept button. No issues were found with the bezel. The reported issue could not be reproduced. No issues were found in the returned bezel assembly in the failure analysis testing.

Event description:
Philips received a complaint on the v60 device and it was reported the navigation ring is intermittently unresponsive. The issue was discovered during a periodic maintenance event; there was no patient involvement at the time the issue. The issue was resolved by replacing the front bezel. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.